Event description:
The following information was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The trunk-ipsilateral leg comp-onent was implanted below the right renal artery. After the procedure, the patient was observed to have decreased renal function (creatinine level: 2) and was monitored. On (B)(6) 2020, worsening renal function (creatinine level: 4.8) was confirmed. CT examination revealed the patient's right renal artery was partially covered by the trunk-ipsilateral leg component. The patient underwent emergency endovascular treatment to implant a bare metal stent in the right renal artery. After the treatment, the creatinine level improved to 1.4. The physician commented that it was caused by decreased blood flow to the renal artery. Stent graft might have moved but not sure when it happened. At the index procedure, the device was not deployed with pushing-up technique. Since the patient's common iliac artery and external iliac artery are tortuous, anatomical factors might be related to the device migration.